Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving bupivacaine with concentration 30 mg/ml at a dose rate of 3.994 mg/day and morphine with concentration 30 mg/ml at a dose rate of 3.994 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was obtunded and unresponsive and physician is wanting to see if it is due to the opioids within the pump. The date of event regarding the patient having been obtunded and unresponsive was unknown. The patient was admitted to a hospital on (B)(6) 2018. The hcp was requesting to have a manufacturer representative come out to help program the pump to be stopped for 48 hours. It was noted that an intensive care unit (ICU) physician was ordering for the pump to be stopped. They had already "cut the dose in half since (B)(6) 2018, so now the physician wanted to stop the pump. The hcp believed the pump was refilled the other day when the company representative was there. The patient was placed on a narcan drip. The duration of narcan drip was indicated as having been unknown. The patient was now off of the narcan drip. The hcp did not have access to a clinician programmer at the time of the report. A manufacturer representative was being paged. No further patient complications have been reported as a result of this event.